Event description:
On 2024-jul-15, information was received from a patient, via a manufacturer representative (rep), receiving gablofen (1,000 mcg/ml, unknown dose) via an implantable pump. It was reported the patient presented to the operating room on (B)(6) 2024 for a catheter revision due to a reported loss of therapy and volume discrepancy at refill appointment. The hcp opened the pump pocket, removed and replaced pump segment of the 8780 catheter. 40 mls was removed from the reservoir and refilled. 23.7 mls was expected. The new segment of catheter was aspirated nicely. Environmental/external/patient factors that may have led or contributed to the issue was unknown. Diagnostics / troubleshooting performed was unknown. The issue was resolved at the time of this report. On 2024-jul-18, additional information was received from the manufacturer representative (rep). They were asked what the cause of the catheter revision was. The rep stated, "unknown. The doctor did not seem to identify any visible causes of occlusion. Instead of replacing the entire catheter, he chose to first replace the pump segment of the existing 8780. When the system aspirated nicely after that, he was satisfied. He aspirated one more time when the pump was anchored into the pocket and it once again aspirated nicely."

Manufacturer narrative:
Continuation of d10: product ID: 8780; serial#: (B)(6); implanted: (B)(6) 2017; explanted: (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-oct-2017, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.